Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. Lead diagnostics were normal and x-rays did not show any abnormalities. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.